Event description:
It was reported that during a prostate procedure, at 577,110 joules of use and 78 minutes, ¿fiber expired no steam coming out; expired fiber, achievement of the limit of the temporization. Use of glycocoll during a length of time >15 mn without reactivation of the fiber". At the ¿resumption¿ of the laser, the second fiber delivered 3,000 joules of use and 3 minutes, without problem; message appeared "fiber port overheating: all the irrigations (fiber + resector) were opened. The procedure was completed with a third fiber. "No issues occurred to the patient as confirmed with customer¿ was reported. This report is for the second fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber proximal end / input face shows evidence of impurity on the optical surface; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: contamination.